Manufacturer narrative:
Date of event: estimated as the event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The patient was prescribed aspirin for six months. At an unknown time point post procedure the patient developed a large thrombus. Anticoagulants were prescribed to treat the thrombus which dissolved. No further information on the status of the patient is available.

Manufacturer narrative:
B5: event description updated with most current information received. B3: date of event - estimated as the event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The patient was prescribed aspirin for six months. At an unknown time point post procedure the patient developed a large thrombus. Anticoagulants were prescribed to treat the thrombus which dissolved. No further information on the status of the patient is available. It was further reported that the patient had developed a thrombus in the leg and was taking eliquis. A surgeon will be consulted regarding the possibility of device explant.